Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. Same case as MDR#2134265-2014-03713, 2134265-2014-03714, 2134265-2014-03715, and 2134265-2014-03716. It was reported that chest pain occurred. In (B)(6) 2014, the patient presented with symptoms of angina positive lateral wall ischemia and was hospitalized. Cardiac catheterization was recommended. The patient was on aspirin and prasugrel; the study drug was never taken during the study. The 90% stenosis in the 1st obtuse marginal branch (om1) was treated with cutting balloon resulting in 10% residual stenosis. Per event angiography report, the study stents in om 1 were patent. The mid right coronary artery (rca) was treated with balloon angioplasty followed by placement of a 2.5 x 12, a 2.75 x 20 and three 2.5 x 8 mm promus stents in an overlapping fashion. Following post-dilatation, residual stenosis was 0%. Post procedure, during the night the patient complained of substernal chest pain (similar to his angina that lasted for 10 minutes) which was treated with "morphine". The event was considered to be resolved without residual effects and the patient was discharged on aspirin and prasugrel.